Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v601346, implanted: (B)(6) 2011, product type: lead.

Event description:
The consumer reported via the manufacturer representative that they were overdischarged and the battery could not be read while overdischarged. No diagnostics or troubleshooting was done and no interventions or actions were taken. The issue was not resolved at the time of the report. Further information received from the representative reported that the implant was at end of service. The lead was noted to have >10000 impedance on electrodes 2, 6 and 7. The patient was referred to a neurosurgeon for replacement of both the lead and implant. The indication for use was failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.